Event description:
It was reported that a patient underwent a breast procedure on (B)(6) 2026 and bone wax was used. Before the procedure, it was reported that two boxes of bone wax came with liquid out of the envelope. Upon visual inspection of the returned samples, the bone wax bars were noted melted into the overwrap packets. Due to the damage found on the devices, a possible cause for these conditions is due to improper handling during transit or storage. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Two opened boxes, with twenty-four unopened samples. The product code w31c. Upon visual inspection of the returned samples, the bone wax bars were noted melted into the overwrap packets. Due to the damage found on the devices, a possible cause for these conditions is due to improper handling during transit or storage. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The instructions for use do contain the following caution: bone wax should not be subjected to excessive heat. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h11: did the event occur during sterile processing? --> unknown, did the event occur during field inspection? --> unknown, did the event occur during internal service activities such as calibration? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(4). Device property of -->none, device in possession of -->none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true